Event description:
On 09/23/97, the distributor's sales representative contacted the manufacturer's (MFR's) representative and stated that a customer in her territory was having a problem with this product. The distributor's sales representative was informed by the oncologist's nurse that they have had four events concerning this product the fourth event referred to at the time of this report was deemed not reportable). The oncologist's nurse stated that the drug being instilled via the device was leucovorin/5fu. Upon infusion, the area around the device site bubbled up. No further details were provided at this time.